Manufacturer narrative:
Analysis of stimulator serial number (B)(4) revealed no significant anomaly and the battery was not in new condition.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# v249005, implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported a fall followed by pain in the legs and back in (B)(6) 2015. There was also poor communication with the programmer discovered in (B)(6) 2015, but the patient last used the programmer "a while ago." There was also a change in therapy and symptoms, but the date was not known. Cause, troubleshooting, actions, and patient outcome remain unknown. Follow-up is being conducted to obtain additional information. The patient was originally implanted for urinary dysfunction/sacral nerve stimulation.